Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate, exact date was not available at the time of this report. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR report numbers.

Event description:
It was reported that suture placement with two proglide devices was achieved in an unspecified vessel using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the evar procedure was completed, hemostasis was not achieved with the two pre-placed sutures. Three additional proglide devices were used and hemostasis was not achieved. The patient reportedly began to lose a lot of blood so an emergency cut-down procedure was performed. Hemostasis was surgically achieved. There was a reported clinically significant delay in the procedure. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information received indicates that the fourth and fifth devices achieved hemostasis and no device malfunction occurred. Based on this new information this event is not MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, additional information was received via physician integrated progress notes: it was reported that suture placement with two proglide devices was performed in the left common femoral artery (lcfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the evar procedure was completed, using the knot pusher to advance the knot of the first suture placed at the 12 o'clock position to the artery, the knot came undone/broke. The knot of the second suture placed at the 3 o'clock position was advanced to the artery; however, hemostasis was not achieved. A third proglide device was inserted over the wire into the arteriotomy and the suture was deployed but the proglide device could not be removed from the groin as it became entrapped in the artery. An emergency cut-down procedure was performed to remove the proglide device and achieve hemostasis in the lcfa. There was a reported clinically significant delay in the procedure. Suture placement with two proglide devices was achieved in the right common femoral artery (rcfa) using the preclose technique prior to the evar procedure. After the evar procedure, hemostasis was successfully achieved in the rcfa using the pre-placed proglide sutures. Based on this new information, these two devices used in the rcfa are no longer MDR reportable as the devices performed as intended and no serious injury occurred.